Event description:
It was reported that during an unspecified peripheral procedure, the tip of the catheter became detached. A .035" guide wire was placed in the proximal aorta. The 5fr impulse angiographic catheter was advanced over the wire which was further noted to be "slippery". The guide wire was then exchanged for a stiff wire while leaving the impulse catheter in place. When attempting to withdraw the impulse catheter over the stiff wire, the tip of the pigtail became caught on calcium and separated into two pieces near the side hole. A forceps was used to remove the tip from the patient. It was noted "there was a lot of resistance felt during the procedure" and the physician indicated that the wire may have punched through the side hole of the pigtail. There were no additional patient complications reported and the patient's status is reported as good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).